Event description:
Facility reported that arterial bloodline was "kinked" above the drip chamber, when removed from package. Bloodline was not used for pt treatment. Product sample returned for evaluation.